Event description:
Additional information received reported that the patient had a pocket revision on (B)(6) 2015. A doctor felt the implantable pulse generator (ipg) was on the cluneal nerve, which caused discomfort and shooting pain into the patient¿s hip and leg. This had been present with and without the therapy on. It was not thought that the pain was caused by the therapy. The ipg was moved laterally to move it from the nerve. It was noted that the 7 electrode still appeared open after the pocket revision and the patient was getting good coverage. No further follow-up was required.

Event description:
Further information reported that along with shooting pain and cramping the patient also experienced shocking, and hip flexor spasms. This was due to the implantable pulse generator (ipg) being on a nerve. The device also stuck out a quarter of an inch. As previously reported, the pocket site was revised on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been implanted for two years. Around (B)(4) of 2014 the patient noticed that when they were charging their implantable neurostimulator (ins) the battery site would get hot. When this occurred they never saw the thermometer screen on the implantable neurostimulator recharger (insr). The patient only feels the heat when charging and per their health care provider (hcp) nothing seems to have prompted the issue. Around the same time the patient further noted that when the ins was on they would notice cramping and pain in their hip/back area so they have had their device off. When they met with their manufacturer representative on the day of the call, the device was turned on and approximately after 10 minutes the cramping began. It was further noted that while meeting the manufacturer representative, impedances were checked and it was found that the #7 contact was open (greater than 10,000 ohms against every other contact), so the patient was not programmed on #7. Lastly, it was noted that the patient¿s ins was very superficial and was determined to be due to significant weight loss. It was thought that the recharging during heating was caused from the patient sitting in a soft chair, applying pressure to the antenna which results in trapped heat, excessive pressure, and increased sensitivity. Initially the hcp was going to replace the system but wanted to avoid the intervention so further troubleshooting was planned but no date had yet been set.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, serial# neu_unknown, product type: unknown. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. B)(4).